Manufacturer narrative:
Date sent to the FDA: 06/11/2021. Additional b5 narrative: it was reported that the patient experienced recurrent ventral hernia following surgery.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2016. (B)(4) submitted for adverse event which occurred on (B)(6) 2019. (B)(4) submitted for adverse event which occurred on (B)(6) 2019.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported that the patient underwent hernia repair surgery on (B)(6) 2016 and mesh was implanted. It was reported that the patient underwent hernia repair surgery on (B)(6) 2019 during which the surgeon noted he encountered the previously placed mesh, which he noted to no longer have any purchase in the abdominal wall. He dissected the hernia sac away from the abdominal wall where there were dense adhesions from the patient¿s small bowel to the mesh and abdominal wall. Much of the previous mesh was carefully dissected away from the small bowel. Some of it was fused to the small bowel so it remained. It was reported that the patient underwent removal surgery on (B)(6) 2019 during which the surgeon noted there was a large amount of foul smelling air. This was evacuated. There was a small amount of purulent material in the subcutaneous space. He irrigated the subcutaneous space and then identified the mesh which had already separated from its transfascial suture fixation. It was reported that the patient experienced severe pain, bowel injury, distended abdomen, inflammation, loss of appetite, stress and anxiety. Other procedure is captured in a separate file. No additional information was provided.